Event description:
It was reported that during a follow-up visit the right ventricle capture threshold increased, signal amplitude decreased and the pacing lead impedance decreased. The physician was not able to perform more tests. During the next follow up visit, the physician felt that the lead perforated the patient's heart. The lead was explanted, and replaced. The lead will not be returned.

Manufacturer narrative:
Na